Manufacturer narrative:
Preliminary analysis indicated a ventricular lead issue and/or a ventricular lead pacemaker connection issue.

Event description:
In a pacemaker replacement procedure performed at (B)(6) hospital, the subject pacemaker was implanted on (B)(6) 2017 in the patient being connected to the existing atrial and ventricular leads. On (B)(6) 2017, with the patient complaining of having lost her consciousness, a pacemaker check was performed at a different hospital (yamanashi red cross hospital). According to the patient, she had been having dizziness when standing up and going to bed since early (B)(6) 2017. She also had a fall associated with loss of consciousness for several seconds at around 6:00 a.m. On (B)(6) 2017. Upon interrogation, the following were confirmed: no abnormalities were shown in the test results or in the measurement curves of the r-wave amplitude and lead impedance. Multiple v burst episodes were recorded with noise in the device memory. In the egm at around 6:00 a.m. On (B)(6) 2017 (i.e. When the patient had the aforementioned fall associated with loss of consciousness), noise was recorded in the ventricular channel. It was thus suggested that noise oversensing resulted in inhibition of ventricular pacing. With no parameters reprogrammed, it was decided to have the patient treated at (B)(6) hospital and she returned home after the pacemaker check on this day. On (B)(6) 2017, the patient was hospitalized in (B)(6) hospital to undergo a re-operation on (B)(6) 2017. On (B)(6) 2017, the scheduled re-operation was performed with the use of a temporary pacing system. The procedure was performed as described below: after the reply 200 dr was taken out of the pacemaker pocket, it was confirmed that there were no connection failure between the ventricular lead and the pacemaker (the lead connector was fully inserted into the port with the lead tip protruding from the distal connector block, and a lead pull test was also performed). Then, the ventricular lead was disconnected from the pacemaker and tested by a pacing system analyzer from biotronik. The results were as follows: noise was not reproduced although testing was performed while the ventricular lead was touched. The impedance was measured on each of the anode and cathode of the ventricular lead in unipolar configuration; the measurement of the anode was 250 ohms and that of the cathode was 500 ohms. Although the measurement of the anode was lower, no obvious abnormality was shown. The ventricular lead was examined under fluoroscopy and direct observation, but no area was identified that suggested damage. Since no cause was identified regarding the noise recorded in the stored episodes, it was decided to replace both of the ventricular lead and the pacemaker. After a new ventricular lead and a new pacemaker (reply 200 dr / sn: (B)(6)) were implanted, the procedure was completed. After being explanted, the reply 200 dr in question was returned from the hospital for analysis.

Manufacturer narrative:
Please refer to the analysis report. (B)(4).

Event description:
In a pacemaker replacement procedure performed at (B)(6) hospital, the subject pacemaker was implanted on (B)(6) 2017 in the patient being connected to the existing atrial and ventricular leads. On (B)(6) 2017, with the patient complaining of having lost her consciousness, a pacemaker check was performed at a different hospital (B)(6) hospital. According to the patient, she had been having dizziness when standing up and going to bed since (B)(6) 2017. She also had a fall associated with loss of consciousness for several seconds at around 6:00 a.m. On (B)(6) 2017. Upon interrogation, the following were confirmed: - no abnormalities were shown in the test results or in the measurement curves of the r-wave amplitude and lead impedance. - multiple v burst episodes were recorded with noise in the device memory. - in the egm at around 6:00 a.m. On (B)(6) 2017 (i.e. When the patient had the aforementioned fall associated with loss of consciousness), noise was recorded in the ventricular channel. It was thus suggested that noise oversensing resulted in inhibition of ventricular pacing. - with no parameters reprogrammed, it was decided to have the patient treated at (B)(6) hospital and she returned home after the pacemaker check on this day. On (B)(6) 2017, the patient was hospitalized in (B)(6) hospital to undergo a re-operation on (B)(6) 2017. On (B)(6) 2017, the scheduled re-operation was performed with the use of a temporary pacing system. The procedure was performed as described below: after the reply 200 dr was taken out of the pacemaker pocket, it was confirmed that there were no connection failure between the ventricular lead and the pacemaker (the lead connector was fully inserted into the port with the lead tip protruding from the distal connector block, and a lead pull test was also performed). Then, the ventricular lead was disconnected from the pacemaker and tested by a pacing system analyzer from biotronik. The results were as follows: - noise was not reproduced although testing was performed while the ventricular lead was touched. - the impedance was measured on each of the anode and cathode of the ventricular lead in unipolar configuration; the measurement of the anode was 250 ohms and that of the cathode was 500 ohms. Although the measurement of the anode was lower, no obvious abnormality was shown. - the ventricular lead was examined under fluoroscopy and direct observation, but no area was identified that suggested damage. Since no cause was identified regarding the noise recorded in the stored episodes, it was decided to replace both of the ventricular lead and the pacemaker. After a new ventricular lead and a new pacemaker (reply 200 dr / sn: (B)(6) were implanted, the procedure was completed. After being explanted, the reply 200 dr in question was returned from the hospital for analysis.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
In a pacemaker replacement procedure performed at (B)(6) hospital, the subject pacemaker was implanted on (B)(6) 2017 in the patient being connected to the existing atrial and ventricular leads. On (B)(6) 2017, with the patient complaining of having lost her consciousness, a pacemaker check was performed at a different hospital ((B)(6) hospital). According to the patient, she had been having dizziness when standing up and going to bed since (B)(6) 2017. She also had a fall associated with loss of consciousness for several seconds at around 6:00 a.m. On (B)(6) 2017. Upon interrogation, the following were confirmed: no abnormalities were shown in the test results or in the measurement curves of the r-wave amplitude and lead impedance. Multiple v burst episodes were recorded with noise in the device memory. In the egm at around 6:00 a.m. On (B)(6) 2017 (i.e. When the patient had the aforementioned fall associated with loss of consciousness), noise was recorded in the ventricular channel. It was thus suggested that noise oversensing resulted in inhibition of ventricular pacing. With no parameters reprogrammed, it was decided to have the patient treated at (B)(6) hospital and she returned home after the pacemaker check on this day. On (B)(6) 2017, the patient was hospitalized in (B)(6) hospital to undergo a re-operation on (B)(6) 2017. On (B)(6) 2017, the scheduled re-operation was performed with the use of a temporary pacing system. The procedure was performed as described below: after the reply 200 dr was taken out of the pacemaker pocket, it was confirmed that there were no connection failure between the ventricular lead and the pacemaker (the lead connector was fully inserted into the port with the lead tip protruding from the distal connector block, and a lead pull test was also performed). Then, the ventricular lead was disconnected from the pacemaker and tested by a pacing system analyzer from biotronik. The results were as follows: noise was not reproduced although testing was performed while the ventricular lead was touched. The impedance was measured on each of the anode and cathode of the ventricular lead in unipolar configuration; the measurement of the anode was 250 ohms and that of the cathode was 500 ohms. Although the measurement of the anode was lower, no obvious abnormality was shown. The ventricular lead was examined under fluoroscopy and direct observation, but no area was identified that suggested damage. Since no cause was identified regarding the noise recorded in the stored episodes, it was decided to replace both of the ventricular lead and the pacemaker. After a new ventricular lead and a new pacemaker (reply 200 dr / sn: (B)(4)) were implanted, the procedure was completed. After being explanted, the reply 200 dr in question was returned from the hospital for analysis. [Points of investigation] please investigate the returned reply 200 dr and the provided data regarding the ventricular pacing failure and noise oversensing. I